Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultrasmart meter powered off during use. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient said the issue started on (B) (6) 2010 in the afternoon. He said that evening he started sweating and getting leg cramps. He noted that emergency medical services gave him a glucagon injection that evening for the symptoms. The patient states that he is on an adjustable insulin regime for his diabetes. According to the troubleshooting performed with customer service, there was no misuse of the product. The batteries did not need to be replaced. Although details of the patient's treatment and management of diabetes are unk, this complaint is being reported because the patient mentioned he suffered symptoms that may be indicative of hypoglycemia that required treatment from a health care provider.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.